Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 110mg/dl. The caller stated that the insulin pump alarmed during the manual prime process. The customer also mentioned that insulin squirted out after clearing the alarm. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm as a result of a loose drive support disk.